Manufacturer narrative:
It was reported that during surgery, a drill bit broke in the drill adaptor. The drill bit was able to be removed and the case proceeded as expected and without further issue. A visual inspection was performed by field service engineer and showed that there is no visible damages on the drill adaptor. The root cause of the breakage of the drill bit cannot be determined. However, no failure of the drill adaptor could be observed.

Event description:
At montefiore medical center, during an seeg case, a drill bit broke during the drilling of a bur hole. The 2.45mm drill adaptor was being used at the time that it broke. The bit was able to be removed and the case proceeded as expected and without further issue. There was no patient impact.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
During an seeg case, a drill bit broke during the drilling of a bur hole. The 2.45mm drill adaptor was being used at the time that it broke. The bit was able to be removed and the case proceeded as expected and without further issue. There was no patient impact.